Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The single-site (ss) wristed needle driver instrument was analyzed and found to have a frayed pitch cable at the distal end. The cable itself was not fully broken. There was no discoloration, corrosion, or contamination found on the cable that would occur from improper reprocessing, which can reduce the material integrity. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additional observation(s) not reported by site: the instrument was found to have various scratches on the main tube. The scratches measured approximately 3.0 mm to 9.0 mm in length and were not axially aligned with the tube axis. Material was missing from the surface of the main tube. Part of the black plastic covering measured approximately 15.0 mm to 5.0 mm was missing. The missing material was about 150 m from the distal tip. Components adjacent to this scratched main tube do not show damage. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. .

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.